Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. As the customer had changed out the pump supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.